Event description:
Part 515-005500f - error message regarding dsm control issue/internet during emu monitoring. Procedure at the time was surgical eeg placement and emu admission.

Manufacturer narrative:
Initial report ref natus complaint (B)(4). Per (B)(4) rev 21 nicoletone eeg risk analysis spreadsheet hazard 5.19 - loose or unreliable or improper connection to stimulators or amplifier results in disruption to data collection. Effect (harm): delayed diagnosis - with no clinical effects. The hazards identified have rba rating of negligible and are deemed broadly acceptable. These risks have been reviewed to determine if any further control measures may be implemented so as to further reduce the risk as far as possible. Risk outweighed by benefit of use of device. No related capas. 17-mar-2025: per returned adverse event questionnaire the follwoing was documented: during cortical stimulation on eeg, the eeg machine was initially connected to the internet. Then randomly at a certain time (not at beginning of stimulation session), it had an error message on screen (error hr=0x80004005). The doctor closed and opened dsm stimulation from control panel, but it had a different error message "failed to create relay control tool bar". Natus was notified right away. The doctor and eeg technician stopped the eeg recording, disconnected the internet cable and opened study of eeg on local machine. The problem was solved and cortical stimulation control on screen was working. The device was not returned, as the issue was resolved onsite. No further actions required.